Event description:
Customer reported the table will not move. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the system interface board. System operates as intended. This MDR is related to ge healthcare complaint.